Manufacturer narrative:
Investigation: per the customer, the platelet contamination was noted following an upgrade of the device. The service technician noted a defective test cassette upon returning to calibrate the device. There have been no further complaints about the device regarding the reported condition since the re-calibration. Root cause: the likely root cause of the platelet contamination is a calibration issue with the red blood cell detector due to a worn test cassette used for the original calibration. Correction: a new test cassette was obtained and the device was calibrated as appropriate.

Event description:
The customer reported a platelet contamination with red blood cells. It is not known at this time if white blood cells (wbcs) were also found in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury occurred.